Event description:
The user facility reported a 70-year-old male on impella cp for mechanical circulatory support. It was reported there were complications during closure after the impella cp device was removed. During explant, the perclose failed, and bleeding occurred. Additional attempts were made to close the access site, however the vessel appeared to be damaged. A balloon tamponade was performed through via alternate access, but no improvement was noted. An angiogram was performed which revealed a substantial leak post balloon inflation. The leak was covered by an atrium medical peripheral stent deployed in the right common femoral artery. The device was successfully explanted.

Manufacturer narrative:
The impella cp device has not been returned for evaluation. Upon investigation closure, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. Impella cp with smart assist system instructions for use for the related event are as follows: section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.